Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of cloudy effluent in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient observed cloudy effluent and came to the continuous ambulatory peritoneal dialysis (capd) unit. The patient was treated for the cloudy effluent with vancomycin ip and reflin ip (dose and frequency not reported). On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the cloudy effluent. Pd therapy continued changed. The nurse believed the event of cloudy effluent was probably related to extraneal and physioneal therapy.